Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: sheath: 6fr slender; guiding catheter: 6fr jl 3.5; guide wire: boston scientific luge straight tip 014in. 300cm. The device was not returned for analysis. A conclusive cause for the reported difficult to deploy cannot be determined; however, the reported additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the procedure was to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It was also reported that a 3.5x19 mm graftmaster was deployed in the lesion at 18 atm (atmospheres) and post-dilatation was performed with a maximum pressure of 20 atm. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp.

Event description:
It was reported that the patient presented with an aneurysm in the left main coronary artery. After pre-dilating the lesion with a non-abbott 2.5mm x 10mm balloon, a 3.5x19 rx graftmaster covered stent was advanced via right radial access into a 6fr non-abbott sheath, into a 6fr non-abbott guiding catheter, over a 014" non-abbott 300cm guide wire, and implanted with a maximum deployment pressure of 18 atmospheres (atm). While the graftmaster covered and successfully excluded the aneurysm, intravascular ultrasound (ivus) revealed that the graftmaster stent was under expanded. Thus, additional post-dilatation to 20 atm was performed using a 4.0mm x 15mm non-abbott balloon. Final ivus showed better apposition, excellent expansion, and excellent angiographic result. Reportedly, use of the graftmaster did not cause or contribute to complications, a clinically significant delay, or adverse events. No additional information was provided.